Manufacturer narrative:
Reported speedband superview super 7 device malfunction of deployed prematurely. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this manufacturer report pertains to one of two devices used in the same procedure. Refer to manufacturer report # 3005099803-2016-00018 and manufacturer report #3005099803-2016-00058 for the other associated device information. It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal band ligation procedure performed on (B)(6) 2015. According to the complainant, during preparation, the trip wire of the first device (captured by manufacturer report # 3005099803-2016-00018) was torn. The firs speedband was exchanged for a second speedband device (captured by manufacturer report #3005099803-2016-00058). During the procedure and inside the patient, the physician attempted to deploy the bands; however, all of the bands but the alert band misfired one after another and were not synchronized with the audible click of the handle as it was turned. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Received one speedband superview super 7 device for analysis with residue present on the device indicating use or handling. The ligator head and bands were not returned for analysis. A physical examination of the device found the trip wire proximal loop retracted into the handle post and the trip wire was seen not secured into the handle assembly slot; however, the handle assembly slot presented evidence that the trip wire had been secured prior to evaluation. It was noted that, out of a minimum of three and half (3½) revolutions if the device is correctly set-up, the trip wire was only wound one and a half ( 1½ ) revolutions around the handle spool and bent in multiple areas. A functional evaluation of the handle was performed by turning the handle knob at 180 degrees and an audible click was heard, no issue was noted with the handle assembly. Failure to properly tighten and secure the trip wire during device set-up would cause the system timing to be incorrect ultimately impacting the deployment activity of the bands, however, this cannot be determined. Given the event description and condition of the returned device, there isn't enough information to determine a probable root cause. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.

Event description:
Note: this manufacturer report pertains to one of two devices used in the same procedure. Refer to manufacturer report # 3005099803-2016-00018 and manufacturer report #3005099803-2016-00058 for the other associated device information. It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal band ligation procedure performed on (B)(6) 2015. According to the complainant, during preparation, the trip wire of the first device (captured by manufacturer report # 3005099803-2016-00018) was torn. The firs speedband was exchanged for a second speedband device (captured by manufacturer report #3005099803-2016-00058). During the procedure and inside the patient, the physician attempted to deploy the bands; however, all of the bands but the alert band misfired one after another and were not synchronized with the audible click of the handle as it was turned. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.